Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. A new cartridge was successfully filled using a new needle and syringe to address the event. Blood glucose was 130 mg/dl.